Event description:
It is reported that a customer received lost sensor alarm on their insulin pump. The patient's blood glucose level was at 250 mg/dl. The customer stated that there was no communication between the insulin pump and the transmitter. The customer also got a no delivery alarm. The customer was assisted with the no delivery alarm and was informed that the reservoir and infusion set needed to be changed. The customer's insulin worked as designed with a set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.